Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system's camera was faulted. The system displayed a localizer faulted error message. The probable cause was a malfunctioning camera, that needs to be replaced. The issue was resolved by swapping camera carts with a known working cart. System displays a "localizer faulted" error message which resolves after swapping camera carts with a known, working cart. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: camera 9735821rpend vega base s8 svc h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.